Event description:
Dual port IV catheter leaked blood from second port on catheter. Rn found the connection at the hub to be loose and resulted in blood leaking out. Rn stated that this happened 3 times this morning with different ivs all with the same lot number of 5335830.